Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose. Customer stated that they had skin graft procedure and had abnormal high blood glucose after that. Customer stated that they were having symptoms like nausea, headache and feeling unwell. Customer stated that they checked the blood glucose level and it was 347 mg/dl and sensor glucose was showing 353 mg/dl then they decided to go to urgent care. Customer stated that after admitted in hospital the blood glucose reading was 834 mg/dl. Customer¿s blood glucose level at the time of call was 446 mg/dl. Customer was treated with intravenous insulin and antibiotics for culture of screen draft. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer declined the additional troubleshooting for high blood glucose. The device will not be returned for analysis.